Event description:
It was reported the leads had migrated and confirmed via x-rays and one lead had impedance issue. As such surgical intervention was undertaken on (B)(6) 2025, it was seen the leads had pulled out from the ipg header and was repositioned and fixed. Therapy was restored and impedances were cleared.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.